Event description:
Prior to the procedure, the generator would not increase temperature and the procedure was canceled. The procedure was rescheduled to a later date. No additional information is available.

Manufacturer narrative:
When conducting a simulation of lesion and pulse procedures, no voltage output was provided confirming the reported temperature issue. Further investigation revealed a faulty connection on the back plain boards. The connections were restored and the unit passed all functional testing. Based on the information provided to abbott and the investigation performed, the cause for the reported temperature issue and subsequent procedure cancellation was due to faulty back plane boards.